Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline prothesis. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast reconstruction revision with unknown saline implants. Bilateral deflation was diagnosed through a physician¿s examination post procedure (see 1645337-2018-01620 for opposite implant report). As a result, both devices were explanted on (B)(6) 2018.